Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic low anterior resection procedure, the system triggered an unrecoverable arm error stating: ¿arm error. If an instrument is inserted, use the mechanical releases to retract it. If no instrument is inserted, disconnect and reconnect the arm.¿ the error appeared when the arm was docked to a trocar. To resolve the problem, the arm was restarted. There was a delay of five minutes due to this issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated a failure code for 'linked to robotic arm joint 2 master positioning sensor redundancy' was found. An error code for 'arm redundant position discrepancy' and an error code for 'robotic arm encoder redundancy error' were seen. The joint position sensor brooming script was performed on robotic arm joint 2 of the arm cart assembly, and the arm cart is now fully functional. Evaluation of the logs indicated that the arm cart assembly experienced calibration failures due to a failure of the robotic arm joint 2 potentiometer redundancy check. An error code for 'instrument drive unit communication or detection failure', an error code for 'arm cart assembly communication timeout or failure' and an error code for 'instrument not fully seated or locking failure' were all observed in the logs. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a robotic arm joint potentiometer error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic low anterior resection procedure, the system triggered an unrecoverable arm error stating: ¿arm error. If an instrument is inserted, use the mechanical releases to retract it. If no instrument is inserted, disconnect and reconnect the arm.¿ the error appeared when the arm was docked to a trocar. To resolve the problem, the arm was restarted. There was a delay of five minutes due to this issue. There was no patient injury.